Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that during a follow up the lead safety switch had come up when interrogation of the device took place. This right ventricular lead daily measurements showed out of range pacing impedances. The unipolar configuration showed impedances of 200 ohms while bipolar configuration showed out of range pacing impedances. This lead was left in unipolar configuration and a chest x-ray was booked before scheduling a possible right ventricular lead review/replacement. A lead fractured was alleged. No adverse patient effects were reported. This lead remains implanted.